Manufacturer narrative:
Trackwise ID #: (B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood was observed on the handle and jaws. It was observed that the heater wire was slightly flexed at the center. However the boot insulation on the jaws was intact. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it did not produce visible steam during several activations over a period of 10 minutes but shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with the same observed failure. An activation and transection capability test was performed over five (5) repetitions using (bacon test). The device activated but was unable to transect the tissue five (5) times. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The internal switch was examined under microscopy. No residue or contamination was seen on the switch. An engineering evaluation was conducted. The shaft of the hemopro device was opened. The wires connected to the tool jaws were pulled out of the shaft. It was observed that there was a cut in the insulation of the wire, causing the inner wire to be exposed. Due to the cut in the insulation wire the harvesting tool was unable to produce power. Based on the returned condition of the device and the evaluation results, the reported complaint failure mode "failure to cut" was confirmed. The analyzed failure modes "failure to deliver energy" and "material twisted/bent" were also confirmed. Specific actions for the analyzed failure mode failure to deliver energy are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was not cauterizing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was not cauterizing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.